Event description:
Per the surgeon's report, no nrt responses could be measured during surgery. Post-operatively, the pt could not hear, but device telemetry tests appeared normal. The surgeon implanted a ndw device on the contralateral side 06. He tried to remove the first device's electrode array, but could not due to cochlear fibrosis and damage to the electrode. He explanted and returned the receiver/stimulator component for analysis.